Event description:
The fenestrated bipolar forceps instrument was returned without any allegations of malfunction. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, no information was provided. Failure analysis evaluated the instrument and found that the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.063 in length. No other cable damage was found. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal, and the scratches did not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.